Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
A patient in the critical care area was on an ivpb solution of potassium phosphate 20mm/250cc set to infuse 65ml/hr. Reportedly back check valve failure occurred. No patient harm or medical intervention was reported. No further patient/event information was provided.